Manufacturer narrative:
(B)(4) concomitant medical product: unknown vanguard tibial tray, catalog#: unknown lot#: unknown. Unknown vanguard bearing, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00597, 0001825034-2018-00598.

Event description:
It was reported that the patient developed septic/cardiogenic shock about six weeks following the initial implantation procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as it is now known that the patient¿s septic/cardiogenic shock was a result of the patient¿s preexisting conditions. This complication was not device-related in the opinion of the surgeon and manufacturer.